Manufacturer narrative:
Device available for evaluation: yes returned to manufacturer on: (B)(6) 2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection showed the lens was received in the original folding carton. Viscoelastics were observed on the lens surface indicating it was prepared for surgical purposes. The haptics are distorted. Creases are observed on the optic zone. The reported issue was verified. The cause of the damage on the lens could not be determined to be at the manufacturing process since the lens was handled at the surgical site. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. Lens not implanted; therefore, not explanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zcb00 19.5 diopter intraocular lens (iol) was damaged. Reportedly, it is unknown what type of damage there is to the lens, there was no patient contact, and there was no patient injury. No additional information was provided.